Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing believed by the clinician to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient symptoms or consequences.

Event description:
New information received notes the patient presented in clinic and programming changes were made. There were no patient consequences.